Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. Evidence of use and wear was present on the catheter surface. The catheter length extended up to the 55 cm depth marker. The sample was flushed with water using a 12 ml syringe and a leak was observed near the 3 cm depth marker. Microscopic observation revealed a slightly angled circumferential split at the 3 cm depth mark. The split was observed to be rough and granular. A kink was present near the 12 cm depth marker. Material wrinkling was present along the preferential kink location. The catheter was cut near the split location in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. The split appeared to be in the early stages of a split caused by repeated kinking leading to material fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product instructions for use (IFU) states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redp3254 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported by staff, leaking from this device when patient presented for chemotherapy treatment. Line was flushed as per procedure and leak observed, also patient advised ¿wet¿ feeling under dressing. Once dressing removed and flush attempted, a split in the line was visible. Inserted in l) brachial vein on (B)(6) 2019. Skin to hub measure 17cm. PICC was removed and replaced so planned treatment could commence. Line has been decontaminated as per attached advice. Split in line observed, leaking from PICC.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp3254 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported by staff, leaking from this device when patient presented for chemotherapy treatment. Line was flushed as per procedure and leak observed, also patient advised ¿wet¿ feeling under dressing. Once dressing removed and flush attempted, a split in the line was visible. Inserted in l) brachial vein on (B)(6) 2019. Skin to hub measure 17cm. PICC was removed and replaced so planned treatment could commence. Line has been decontaminated as per attached advice. Split in line observed, leaking from PICC.